Event description:
In an article titled, "postoperative infection after duraplasty with expanded polytetrafluoroethylene sheet," it indicates 2 pts developed an infection requiring reintervention. These infection did not resolve after removal of the infected bone and antibiotic irrigation. These pts required vascularized free rectus abdominus muscle flap transfer after removal of eptfe sheets.

Manufacturer narrative:
Literature citation: nakagawa, s, et al postoperative infection after duraplasty with expanded polytetrafluoroethylene sheet, neurol med chir (tokyo), 2003 march; 43: 120-124. Conclusions: a review of the manufacturing records could not be conducted because the lot #'s remain unk. The devices were ot returned to gore, s no engineering investigations could be performed.